Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per supplier's evaluation, the sensor was separated and brought to the final testing area where it was stored for 24 hours in order to acclimate to ambient conditions. The first step of investigation was a re-testing at the final test rig according to the standard procedure. The sensor was tested against the same acceptance criteria a new sensor has to pass in order to be released. The results of this first step showed no deviation and the sensor passed. In order to conduct further testing, the sensor was brought to the lab. These investigations included testing for abnormal pressure dependency, shock sensitivity, longer term signal stability, drift and linearity. The sensor passed these tests meeting specifications and expectations. The sensor passed all conducted tests and performs within specifications. No failure could be detected.

Manufacturer narrative:
The service repair technician replaced the oxygen sensor. The unit operated to manufacturer's specifications.

Event description:
The service repair technician (srt) reported that upon receipt of the device, the galvanic oxygen (o2) sensor of the electronic patient gas system (epgs) failed calibration testing. There was no patient involvement.